Event description:
On (B)(6) 2023 during a spinal procedure the lateral set screw rotated beyond the silver indicator arch during final tightening over the rod, ultimately failing and disconnecting from the implant during surgery. All pieces were retrieved and there was no patient/user injury or adverse consequence as a result of the event.

Manufacturer narrative:
The device was received by nuvasive and the complaint was confirmed. Examination of the returned cross connector found one of the lateral cam locks missing and both locking cam sockets have damage to the internal lock features disallowing lock engagement. Both of the returned torque handles utilized in the case were tested and both failed torque tests each demonstrating over torque and considered the root cause of the lock damage. The involved set has been consigned at this facility and has not been returned to nuvasive for inspection or maintenance since jan. 2016, wear and damage can occur over time and all cleaning, maintenance and inspections of consigned sets are the responsibility of the user facility. No additional investigation required. Manufacturing review: review of the device history records of all devices notes no material non-conformance, no manufacturing errors, nor discrepancies with respect to material type, treatments, dimensions that may have caused or contributed to this mode of failure. Parts met acceptance criteria upon release. Labeling review: "...potential adverse events and complications: as with any major surgical procedures, there are risks involved in orthopedic surgery...". "...warnings, cautions and precautions: cross connectors are designed specific to the rod diameter and cannot be used on the tapered section of tapered rods. If using cross connectors on tapered rods, only attach them on constant diameter rod sections...". "...pre-operative warnings: care should be used during surgical procedures to prevent damage to the devices and injury to the patient...". "...cleaning and decontamination: all non-sterile instruments must first be thoroughly cleaned using the validated methods prescribed in the nuvasive cleaning and sterilization instructions (doc #9400896) before sterilization and introduction into a sterile surgical field. Contaminated instruments should be wiped clean of visible soil at the point of use, prior to transfer to a central processing unit for cleaning and sterilization. The validated cleaning methods include both manual and automated cleaning. Visually inspect the instruments following performance of the cleaning instructions to ensure there is no visual contamination of the instruments prior to proceeding with sterilization. If possible contamination is present at visual inspection, repeat the cleaning steps. Contaminated instruments should not be used, and should be returned to nuvasive. Contact your local representative or nuvasive directly for any additional information related to cleaning of nuvasive surgical instruments...".